Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a compromised force sensor system error during an infusion set change. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the priming issue. The caller did not recall any significant events leading to the compromised force sensor system error alarm. The pump was not dropped or bumped prior to the alarm either. However, the drive support cap was found to be sticking out. The customer was advised to revert to a medically prescribed back-up plan. The customer was advised that the pump will need to be replaced, but no products were shipped or returned as of yet.